Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately two weeks prior to contacting lfs. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with oral medication (medication specifics not known). The reporter did not claim that the pt made any changes to her usual medication routine due to the alleged product issue. A day after the alleged meter issue began, the reporter stated that the pt developed symptoms of feeling "clammy, flushed, and shaky." In response to her symptoms, the reporter informed the cca that the pt treated herself by having more food/drink for two days. The cca verified that the battery did not require replacement per the owner's manual recommendation. The cca confirmed that the meter would not power on when the power button was pressed or when a test strip was inserted in the meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the reporter claims the pt was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls were acceptable. Assay performance checks were within specification. Based on information provided, possible reasons for the low result were pre- analytic issues. The customer was not using recommended rack adapters, may not have been adhering to centrifugation recommendations of the tube manufacturer, and there may have been bubbles or foam on the samples or reagents. Customer stated, the patient was not treated based on the initial result since the result was questioned by the physician.

Event description:
Customer had a patient sample (plasma) that gave a hcg result of 0.317 miu/ml and a value of <5 miu/ml was reported to the emergency room (ER). The ER physician questioned the result beacause the patient was expected to be pregnant. The patient was not treated or harmed due to the result. The original sample was rerun, the hcg recovered 10000 miu/ml (accompanied by a > test range data flag), the sample automatically reran with dilution and recovered result of 21678 miu/ml. There were no issues with any other results generated by the analyzer. Hcg reagent lot was 155484. The field service representative could not reproduce the problem or determine a cause. He checked sample probe, syringes, pinch tubing and ran performance tests which were within specification. He performed calibration and qc which were acceptable.